Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2011. According to the complainant, the patient went to see the implanting physician due to recurrent symptom of cystocele noted on (B)(6) 2016. On (B)(6) 2017, the patient visited the complainant's facility for introduction for surgery. It was also then the mesh exposure of anterior wall, recurrence of cystocele, and stress urinary incontinence were observed. Subsequently, on (B)(6) 2017, tension-free vaginal mesh, tension-free vaginal tape, and mesh exposure repair procedures were performed under general anesthesia. The patient is reportedly cured after the procedures.